Event description:
It was reported, the patient's lead incision was not healing. A week later, the physician saw the patient and infection was suspected and a culture was taken. The patient was seen by a wound specialist and was prescribed oral antibiotics. Follow up revealed the patient's system was explanted. The patient was seen on (B)(6) 2013 and his dressing was changed. The patient will follow up with a wound specialist. Note the patient received two leads from the same lot number.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.